Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes bd microtainer® z tubes there was an issue with a poor clot formation. The customer states ¿there was problems with coagulation which caused bad results and complicated the analysis. Problem probably because these tubes don't have a coagulation activator. The tube was kept for a week, then discarded as per usual lab routine.¿ there was no report of injury or further medical intervention.